Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was having power issues. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device's key log data and patient records and was able to verify the reported issue. The review verified the device unexpectedly lost power during the reported event. Stryker was unable to duplicate the reported issue. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device was having power issues. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.